Event description:
It was reported that the patient experienced a return of symptoms 2-3 days prior to report, and startedusing pads again. Troubleshooting was performed, and patient was able to adjust stimulation. The patient reported feeling stimulation in her foot. The patient was referred to her health care provider for further adjustment. Follow-up with the patient's healthcare provider reported that the patient lost some of the effect because of a urinary tract infection (uti). The uti was reportedly treated. There were no abnormal impedances measured. Patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 3093-28, lot# v979271, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).